Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: visually, the product was returned in a large zip lock bag. The pouch was open from 3 of 4 sides and contained tubing set and an envelope with the components in it (blade, stylet, clip, and clamps). There was no damage noted in the construction of the tubing set or the blade. The blade had no presence of contamination or the excess adhesive. Functionally, the inner assembly spun freely by a hand with no signs of binding. The blade was securely seated into the handpiece and ran up to 3,000rpm. While running at 3,000rpm, the blade was excessively wobbling. For further analysis, the inner assembly was pulled out of the outer blade and found that inner shaft was bent (near the distal end of the inner hub). There were also traces of striations on the inner shaft (near the bent area). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the doctor installed the blade into the handpiece for testing, found that the blade was wobbling or vibrating, which will prevent the doctor from resecting accurately. The doctor tried to reinstall the blade but useless. Finally, the doctor changed a blade to complete the surgery. There was no patient involvement.